Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) due to supraventricular tachycardia (svt) with retrograde conduction. Some atrial signals were falling into absolute blanking and therefore making the ventricular rate greater than atrial rate deemed true. It was noted that there were several atp deliveries within approximately a half hour and the patient was symptomatic. Boston scientific technical services (ts) discussed programming options. Two days later the patient received another atp event where the atrial pace resulted in ventricular pacing into a high rate ventricular event with retrograde atrial sense and accelerated the rate. It was noted that the atrial tachy response (atr) trigger rate was programmed to 150 for an unknown reason. Ts suggested programming atrial flutter response (afr) off. Subsequently trial afr and discriminators were programmed off, a third zone was added and the ventricular tachycardia (vt) and ventricular fibrillation (vf) zones were reprogrammed. The ICD remains in service and no adverse patient effects were reported. Additional information was received that the patient continues to receive anti-tachycardia pacing (atp) for uncorrelated ventricular tachycardia (vt). The atp converted the arrhythmia. Boston scientific technical services (ts) was again consulted to discuss programming options. Ts noted the could increase zones. The implantable cardioverter defibrillator (ICD) remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) due to supraventricular tachycardia (svt) with retrograde conduction. Some atrial signals were falling into absolute blanking and therefore making the ventricular rate greater than atrial rate deemed true. It was noted that there were several atp deliveries within approximately a half hour and the patient was symptomatic. Boston scientific technical services (ts) discussed programming options. Two days later the patient received another atp event where the atrial pace resulted in ventricular pacing into a high rate ventricular event with retrograde atrial sense and accelerated the rate. It was noted that the atrial tachy response (atr) trigger rate was programmed to 150 for an unknown reason. Ts suggested programming atrial flutter response (afr) off. Subsequently trial afr and discriminators were programmed off, a third zone was added and the ventricular tachycardia (vt) and ventricular fibrillation (vf) zones were reprogrammed. The ICD remains in service and no adverse patient effects were reported. Atp given - no shocks.